Manufacturer narrative:
Cmr surgical is submitting this report to comply with FDA regulation 803 . The device was discarded by the hospital. Cmr surgical will submit a supplemental report if additional relevant information becomes available.

Event description:
The reporter alleged that during a hysterectomy procedure on (B)(6) 2026, the insulating sleeve developed a tear. This became apparent when the surgeon noticed energy escaping through it and inadvertently burning the surface of the uterus (which was being removed - hysterectomy). No injured tissue was left inside the patient. There was no clinically significant delay in the surgery. At the time of this report, no further information has been provided. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.